Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant, varying thresholds and pauses were observed on the right ventricular lead. Programming changes were made but the capture thresholds were inadequate. The right ventricular lead was explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
The reported events of intermittent capture and inadequate capture were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.